Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: initial reporter - name unknown.

Event description:
It was reported that patient underwent a fractured femoral procedure utilizing a graduated drill bit on (B)(6) 2015. During the procedure, the tip of the drill bit fractured inside the patient's femur. The fractured portion of the drill bit was unable to be retrieved and remains in the patient.